Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. Lead abrasions exposing the outer coil were noted in four locations on the returned proximal segment and at one location on the middle lead segment. The abrasions were consistent with constant friction to the device can. An abrasion on the distal segment of lead was consistent with constant friction to another implantable device.